Event description:
The customer stated that the cell-dyn emerald analyzer generated different hemoglobin (hgb) results than that of the hospital on one patient. The customer's original hgb result = 8.9 / hospital = 7.8. The customer then repeated the original sample and generated similar results as initial hgb. Controls were in acceptable limits. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). The investigation of the customer issue included a review of complaint text, a search for similar complaints, and a review of labeling. The complaint detail and submitted data for the 2 blood samples drawn were reviewed. Several factors may have contributed to the bias in results between the two analyzers, such as, different technology, different reagents, maintenance, calibrations, and pre-analytic factors ¿ time of draw, time of analysis, sample processing and handling. The quality control was reported as recovering within range. It is unknown if there was a correlation study performed between the two instruments. There was no patient sample available to assist in the investigation. A review of tickets and service history on the cell dyn emerald did not find any issues related to the customer's complaint. A review of labeling shows the issue is adequately addressed. Based on the investigation the instrument was performing as designed and a product deficiency for the cell-dyn emerald instrument, list number 09h39-01 was not identified.